Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had been received ongoing, intermittent cartridge alarm 19s during the loading process. After the current alarm, another cartridge was successfully loaded after multiple attempts of loading. The customer's blood glucose (bg) level was 220 mg/dl. The customer was to continue to use the pump for insulin therapy.